Manufacturer narrative:
The electrosurgical unit referenced in this report was returned to olympus for evaluation and service. The evaluation confirmed that the fuses were burnt, which was due to a faulty high voltage power supply (hvps) board. The diode d23 was shorted out. These investigation findings caused or contributed to the reported event. The unit has been serviced and returned to the user facility.

Event description:
Olympus was informed that during an unspecified procedure the unit made a real loud noise, sparked, and started to smell like it was burning, and then shut off during a procedure. There was no patient injury reported.